Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, capture threshold of rv lead at high output mode was observed. Upon interrogation, loss of capture was noted. Patient will be seen in clinic for further evaluation on rv lead. No further information available.